Event description:
It was reported that during a procedure, the flow sensor was not working properly. There were no patient complications. The procedure was not completed with the console. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.